Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's artificial urinary sphincter was removed due to cuff erosion and recurring incontinence. There were no device malfunctions associated to the explanted components. No further patient complications reported in relation to this event.